Manufacturer narrative:
The echelon catheter will not be returned for analysis as customer refused to returned the device; therefore, no definitive conclusion can be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the echelon catheter distal tip fractured and separated as it was being advanced in the guide catheter along with the balloon catheter for purposes of taking down the left internal carotid artery with coils. The physician was able to remove the echelon microcatheter along with the separated tip of the microcatheter inside the guide catheter. There was no report of force applied, no entrapment of the microcatheter tip, and no vasospasm. The device was replaced and the procedure was successfully completed. The patient¿s vasculature was minimal in tortuosity. No patient injury was reported as a result of the event.